Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power-on reset that occurred during hv therapy delivery. Bench and automated testing found output circuit damage. The root cause of the output circuit damage and power-on reset could not be determined.

Event description:
It was reported that an asymptomatic patient presented to a hospital after receiving an unanticipated shock from the ICD. The device could not be interrogated and was found to be in backup vvi mode without defibrillation support. Device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.